Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The clear fragment matched the missing portion of the cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fractured due to instrumentation coming in contact with the cannula tip during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: vertical tumor resection event description: the tip of the cannula was broken. Report from the sales rep the tip of the cannula was chipped and fell into the thoracic cavity. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. The cannula tip was broken. The returned fragment is similar to the missing section on the septum in shape. The unit will be returned to amr for further evaluation. Products available for return. The lot number of the product is either 1409290 or 1411592. Packaging of both lots will be returned with the complaint device. Additional information received via email on 29nov2021 from the distributor: the tip of the cannula was the damaged part of the device. The statement "the returned fragment is similar to the missing section on the septum in shape" was supposed to refer to the cannula not septum. It is unknown how the fracture occurred. The customer believes they have retrieved all pieces of the product that fell into the patient but would like applied medical to confirm this. It is unknown what instruments were used with the complaint trocar. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Event description:
Procedure performed: vertical tumor resection. Event description: the tip of the cannula was broken. Report from the sales rep; the tip of the cannula was chipped and fell into the thoracic cavity. The case was completed with the new one. Initial investigation report; the event unit was returned to us and visually inspected. The cannula tip was broken. The returned fragment is similar to the missing section on the septum in shape. The unit will be returned to amr for further evaluation. Products available for return. The lot number of the product is either 1409290 or 1411592. Packaging of both lots will be returned with the complaint device. Additional information received via email on 29nov2021 from the distributor: the tip of the cannula was the damaged part of the device. The statement "the returned fragment is similar to the missing section on the septum in shape" was supposed to refer to the cannula not septum. It is unknown how the fracture occurred. The customer believes they have retrieved all pieces of the product that fell into the patient but would like applied medical to confirm this. It is unknown what instruments were used with the complaint trocar. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.